Manufacturer narrative:
Implant currently remains in the pt. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
During a revision procedure, surgeon removed the locking caps, replaced the rod with a longer one, replaced the locking caps and final tightened. Ten days post revision, the rod had again disassociated from the screw at s1. Pt is stable on the right and no revision is planned. This report is #1 of 2 for the same event.